Event description:
Pt's mother contact dexcom technical support on (B)(6) 2012 to report that pt has been experiencing a skin rash at the insertion site. Pt has consulted with her physician and was prescribed an infection cream to use on the insertion site. At the time of her call to dexcom technical support. Pt's mother reports that insertion area was still irritated and that pt was still using prescribed cream.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.